Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix was found to be disengaged from the helical channel. The full lead was returned and analyzed. There was blood in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position.

Event description:
It was reported that during implant attempt the physician attempted to reposition the right ventricular lead but the helix would not re-extend. The lead was removed and replaced. No patient complications were reported as a result of this event.